Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.